Event description:
It was reported that during the implant attempt, the atrial lead was unable to be advanced into the appendage despite using multiple stylets. The decision was made not to stick the sub-clavian vein again since the patient was complaining of pain. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).